Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent surgery where the device was used for suturing. Post-operatively, the patient developed infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six photographs and four sealed devices. The visual inspection of the returned photos noted what appeared to be infectious reactions after surgical procedures involving a device. The visual inspection of the returned sealed product had no abnormalities. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. Pmv was unable to recreate the conditions of the device when the failure occurred, therefore functional testing was precluded. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent surgery where the device was used for suturing. Post-operatively, the patient developed infection. Patient is alive.